Event description:
It was reported that a pump was not delivering the correct amount of insulin. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up from customer technical support, and no additional information about corrective actions was obtained.